Manufacturer narrative:
Additional information: b5, h4, h6 (update codes), h11. B5: upon additional information, "the device contained ceftazidime 6 gram in 240ml of sodium chloride 0.9%." H4: the lot was manufactured between may 12-13, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed a ruptured bladder. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume folfusor ruptured and medication leaked into the rigid housing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.